Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-02473 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to ocsm for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the the procedure for inspection, an abnormality occurred in the smoke evacuation function. The user completed the procedure with the device. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) sales & marketing (ocsm) and found that smoke evacuation could not be operated due to a failure of the main board.